Manufacturer narrative:
A medtronic representative reported that, following a spinal fusion case and while taking the mobile view station (mvs) from the storage room to the operating room it would beep but shut down quicker than expected. They got it into the room, connected the mvs and image acquisition system (ias), and re-booted the system. Upon booting they received an error message. They were able to move past the error message and take a successful spin. When shutting down the ias they received a second error message. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. The site informed medtronic the following day that the problem was likely linked to the system not being plugged in overnight from the night before, as when they properly left the system plugged in the power overnight, it functioned with no issues. Therefore, no system analysis was needed. Issue resolved. No other issues were reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, following a spinal fusion case and while taking the mobile view station (mvs) from the storage room to the or it would beep but shut down quicker than expected. They got it into the room, connected the mvs and image acquisition system (ias), and re-booted the system. Upon booting they received an error message. They were able to move past the error message and take a successful spin. When shutting down the ias they received a second error message. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.